Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging battery indicator. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1. The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved with this complaint failed testing. The meter was evaluated and the primary issue could not be reproduced; however a secondary issue was found where the meter's lcd was found to be defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.